Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8198175. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was visiting the ward and she found that the indwelling needle was leakage, she stopped the infusion immediately, removed the indwelling needle and re-punctured the indwelling needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse was visiting the ward and she found that the indwelling needle was leakage, she stopped the infusion immediately, removed the indwelling needle and re-punctured the indwelling needle.